Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the eval is completed.

Event description:
Pt presented yellow discharge through the surrounding wound, abdominal pain, abdominal distension, and impossibility to release gas. X-ray was performed showing bowel distension. During surgery, it was found that a loop of bowel was attached to the mesh. The mesh was retrieved with a 5 cm segment of small intestine.